Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID:neu_unknown_lead,lot# serial# unknown, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that they had their first implantable neurostimulator (ins) replaced due to one of the leads being pulled. No patient symptoms were reported. Indication for use is non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.